Event description:
Surestep enhanced meter would power of during use. The patient neither alleged harm nor experienced injury or medical intervention. The patient described feeling flushed on june 2004. They did not attempt to test while experiencing symptoms. They contacted a medical professional and received phone advice. The customer service representative confirmed that the battery contacts were in good condition, batteries were replaced less than 1 year ago, and that the batteries were correctly installed. The csr educated the patient on the automatic shut off and the meter did shut off before the time was up. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter, test strips, and control solution were replaced.